Event description:
It has been reported that the patient was implanted a ceramic implant generic on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2013 due to aseptic loosening of the weber stem. Therefore the ceramic head was also revised.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source document for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical devices report will be submitted. (B)(4). Note: due to the revision of the stem, the ceramic head was also revised.